Event description:
Event description guidant received information that this transvenous implantable lead exhibited impedance greater than 3,000 ohms and a pacing threshold greater than 5 v. Technical services discussed possible causes of the observations, includig a loose setscrew.